Event description:
It was reported that the patient had a surgical procedure to explant an inflatable penile prosthesis(ipp) after experiencing pain and an infection in the scrotum area since having the device implanted. The patient was given antibiotics for treatment. A patient outcome of fully recovered was reported.